Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protruded from the catheter's tip during removal. A 8mmx40cm interlock-35 coil was selected for use. During the procedure, it was noted that the coil became stuck in the distal part of the microcatheter. Furthermore, when the coil was removed from the patient's body, it was noted that the coil protruded from the tip of the microcatheter. The procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.